Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot 56154ud00 performs as expected for the product. The ticket trending review did not identify any related trends for the product for the complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot and the complaint issue. Customer field data was used to assess the performance of the alinity I tsh assay using worldwide data. The review shows that the median patient results for lot 56154ud00 is within established limits and comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I tsh reagent lot 56154ud00 was identified.

Event description:
The customer observed falsely depressed results for alinity thyroid stimulating hormone (tsh) for one patient. The results were not reported out. The customer repeated the patient with higher results on the architect. The following data provided: sid (B)(6) alinity result = 0.21 miu/l processed on 13mar2024 normal range = 0.4-4.0 miu/l architect result = 11 miu/l processed on (B)(6) 2024 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).

Event description:
The customer observed falsely depressed results for alinity thyroid stimulating hormone (tsh) for one patient. The results were not reported out. The customer repeated the patient with higher results on the architect. The following data provided: sid (B)(6) alinity result = 0.21 miu/l processed on (B)(6) 2024 normal range = 0.4-4.0 miu/l architect result = 11 miu/l processed on (B)(6) 2024 no impact to patient management was reported.